Event description:
Report received indicated difficulty rotating the tuning dial and after stent deployment, the stent's length appeared shorter than anticipated. Stent deployment in the left superficial femoral artery via a contralateral approaced was performed. The vessel had mild calcification; mild tortuosity and % stenosis was unknown. The device was prepped and use following the instructions for use (IFU). The lesion was predilated. The stent was in position over the lesion and was ready to deploy; however, an unusual noise was heard from the device and tuning dial rotation was difficult; therefore, the slider lever was used to deploy the stent. After the stent was deployed, an insufficient stent length of about 3 cm was noticed. Although the procedure was completed without performing any post dilation or additional stent deployment, the physician was not satisfied with the outcome. There was no adverse consequences to the patient. This product has been returned for evaluation and testing, however, the failure analysis report is not yet completed. Additional information will be sent within 30 days upon receipt.